Event description:
Patient allegedly received an implant via the right "ij" due to pulmonary embolism. Patient is alleging vena cava perforation, fracture, embedded. Patient is further alleging inferior vena cava valve perforation, organ perforation, pain, mental anguish, emotional distress, physical impairment, fear. Retrieval report: "preop inferior vena cava filter removal" "note is made of ivc filter" "a small v-shaped metallic fragment was seen likely representing a stabilization strut. A follow up CT was performed with confirmed that there was a small retained v-shaped fragment with corresponds with the side support struts. The main legs which had penetrated through the caval wall were all removed. Physical evaluation for the removed inferior vena cava filter in pathology confirmed the imaging findings." "Successful retrieval of inferior vena cava filter as described above. There is a small piece of retained fragment which is almost certainly nearly completely endothelialized and by CT is confirmed to be along the posterior wall of the cava and not flow limiting in any fashion." Report from computerized tomography (CT): "there is a retained metallic fragmenting the posterior wall of the inferior vena cava." "Stable position of the small retained metallic fragment along the posterior wall of the inferior vena cava."

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated: fracture, vena cava (vc)/inferior vena cava (ivc) valve/organ perforation, embedded, pain, mental anguish, emotional distress, physical impairment, fear. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, mental anguish, emotional distress, physical impairment, and fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k): k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2011". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.